Event description:
It was reported that the surgeon inserted an aq2010v three piece silicone lens and the lens was torn during insertion. The lens was removed without any patient injury.

Manufacturer narrative:
Results: visual inspection of the returned product showed that the lens was torn into three pieces. A haptic and one of the pieces was torn off and missing. There was a reddish residue on the lens. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.